Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. No moisture damage on electronics and motor noted. The insulin pump was received with minor scratches on display window, cracked case on the display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were hard to push. He removed and reinserted the battery and received a button error. The customer stated the device was possibly exposed to sweat. Blood glucose value was 90 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.